Event description:
A customer observed a false negative vitros ahbc result on a single patient tested on a vitros eciq analyzer. The true ahbc status was reactive based on results from a competitive system. False negative results may lead to inappropriate physician action. The false negative result was reported; however, there was no report of patient harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation determined that the root cause for the false negative vitros ahbc result was user error. The customer incorrectly applied a dilution factor to the initial "retest?" Result obtained. The vitros ahbc instructions for use state that "rare patient samples occur that give high result ratios beyond the normal negative population, and which may be negative or positive for anti-hbc. The results of these samples are flagged 'retest?'. These samples should be diluted 1 in 20 in high sample diluent b and retested. Results of the diluted sample do not require correction for the dilution factor. Results for diluted samples are reported by the vitros immunodiagnostic system as described in the 'results' section and should be interpreted as described in this 'interpretation of results' section." The sample was ahbc reactive based on the competitive system result. The vitros ahbc assay did not malfunction as the result obtained following 1:20 dilution using high sample diluent b was reactive.